Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A doctor reported via phone call that the customer was currently hospitalized due to a high blood glucose level of 480 mg/dl. The customer was wearing the insulin pump at the time of admission. The doctor requested assistance with the insulin pump's settings. Blood glucose level at the time of the call was 207 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.